Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella ld for mechanical circulatory support. It was reported while on impella ld support, the patient began to decompensate despite impella support. Multiple pressors were administered and the patient was started on continuous renal replacement therapy. It was noted that there were suction alarms noted at p9, so the p level was decreased to p7 and because of a drop of hemoglobin value from 8.3 to 6.3, the patient was transfused with 2 units of packed red blood cells and platelets. Bleeding was observed later that day and the medical team decided to reopen the patient's chest after the patient was hemodynamically unstable and had an increased need for pressors. The patient was brought to the catheterization laboratory to be escalated to an impella 5.5, however delivery was unsuccessful. An impella cp was used instead with success, and the impella ld was successfully removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.